Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device was heating up. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device was heating up. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.